Event description:
A health care professional via study reported that following a glaucoma filtration device (gfd) implant procedure, the subject presented with a vascular bleb without seidel sign and a cyst in the limbal region. Following assessment, it was advised to surgically remove the cystic bleb in the right eye. On (B)(6) 2015, the surgery was conducted, involving the suturing of fascia lata. Subsequent examinations revealed a satisfactory, well-vascularized drainage in the bleb of the right eye. As a result, the adverse event was considered resolved. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received as on 12/jun/2024, the relationship of event with the device was updated to "not related," and the relationship to the test procedure was updated to "related" with the specification that the conjunctiva would not have thinned without the valve implantation.

Manufacturer narrative:
A sample was not received at the investigation site for evaluation for the report of bleb and sutures; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received as surgical reintervention was performed for a bleb revision to address the thinned conjunctival bleb.